Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd maxtm system kit (ref (B)(4) unknown lot # was performed by the verification of complaints history. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. Without any data, no analysis was possible, and the root cause could not be identified. Bd was unable to confirm the customer issue. Based on the investigation, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars cov-2 reagents for bd max¿ system products. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. There was no report of confirmatory testing or patient impact. Eua# (B)(4). The following information was provided by the initial reporter, translated from portuguese to english: false positive results for the bd sars cov-2 reagents for bd maxtm system kit.

Manufacturer narrative:
Eua# (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. There was no report of confirmatory testing or patient impact. Eua# (B)(4). The following information was provided by the initial reporter, translated from portuguese to english: false positive results for the bd sars cov-2 reagents for bd maxtm system kit.